Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the close door messages, which were reproduced when evaluation experienced a door not fully latched message. The messages were found to be caused by a loose link screw. The screw was adjusted during the evaluation eliminating the alarm. The screws were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no patient injury.